Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID: evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2026; explant date: n/a, h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty was first com pleted due to calcification. The delivery catheter system (dcs) was then inserted into the patient and advanced to the native aortic annulus. While deploying the valve, despite following training guidance for slow deployment of the valve and centering the nosecone of the dcs by slightly retracting the guidewire, the nosecone of the dcs interacted with the valve and caused dislodgement. Subsequently, the attending physician decided to implant a second transcatheter valve in the previously dislodged valve. Per the physician, the nosecone of the dcs interacting with the paddles of the valve caused dislodgement. Per the physician, the depth of implant contributed to the valve dislodgement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the right transfemoral approach was used as the access site. The cusp overlap technique was not used as it was too severe of an angle. Prior to valve dislodgement, the valve was not inadvertently deployed to an unintended position. There was nothing in terms of patient's anatomy that contributed to the dislodge.